Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop event due to the driveline being disconnected. It was reported that the patient attempted to exchange their controller due to a yellow wrench alarm. Low flow alarms were also confirmed through review of the log files; however a specific cause for the low flow events could not be determined through this evaluation. In addition, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrest and anoxic brain injury could not be conclusively determined through this investigation. It was reported that the patient's pump was off for a significant amount of time and was back on until the patient arrived to the emergency room with the driveline disconnected and pump stopped again. The patient was reportedly in critical condition in the intensive care unit (ICU). The concern was that the patient attempted to change their controller due to a reported yellow wrench alarm. The submitted controller periodic log file captured a pump stop due to the driveline being disconnected on (B)(6) 2023 at 00:19:41, consistent with report that the patient attempted to exchange their system controller. The controller periodic log file only collects data at specified time intervals rather than upon the detection of an event; therefore, the exact duration of time that the driveline was disconnected could not be determined from this log file. The system appeared to operate as intended at the stored patient speed while the driveline was connected. The submitted controller event log file captured several transient low flow hazard alarms on (B)(6) 2023 between 06:02:15 and 07:29:34 that would have overwritten older events. The flow recovered to baseline values for the remainder of the file. The system appeared to operate as intended at the stored patient speed for the duration of the file. It was later reported that further information about the controller exchange was unknown as the patient had not regained consciousness since admission. The patient was in cardiac arrest when they arrived to the emergency room and was reported to have an anoxic brain injury with poor prognosis. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, "introduction" provides an explanation of pump parameters (including flow). Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section also provides information about the low flow hazard alarm condition and states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 pocket guide to alarms for clinicians and the heartmate 3 pocket guide to alarms for patients and caregivers are specific to controllers with low flow software and explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. These guides also outline system controller alarms as well as how to respond to each alarm condition. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Both documents contain a section entitled, ¿alarms and troubleshooting,¿ that addressed how to properly interpret and troubleshoot system alarms, including pump stop alarms. In this section of the IFU, it is explained that a flashing yellow wrench on the system controller is an advisory alarm that is accompanied by a "call hospital contact" and "controller fault" message on the lcd screen. It is noted that, to resolve the alarm, patients must call their hospital contact immediately for diagnosis and instruction. Switch to the backup system controller if instructed to do so. Section 8 of the patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's pump was off for a significant amount of time (12:16 am to 1:09 am), then was back on until the patient arrived to the emergency room (ER) at 1:40 am with driveline (dl) disconnected and pump stopped again. The patient was in cardiac arrest upon arrival to the ER and the dl was not connected. The patient was reportedly in critical condition in the intensive care unit (ICU) with an anoxic brain injury. The event log captured low flow events throughout the log. Due to the number of low flow events recorded, the data capture was only a couple of hours in length. The concern was that the patient had attempted to change their system controller due to a reported yellow wrench alarm. It was later communicated that further information about the controller exchange was unknown as the patient had not regained consciousness since admission. It was reported that the patient has a poor prognosis.

Manufacturer narrative:
Related controller MFR: 2916596-2023-03851. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.